Event description:
Hello. When the broselow tapes were announced for a new release (2017 edition), we immediately began to plan for them and ordered our products. When we received them, and looked at them, we had several concerns. The new tapes include drug concentrations, which for thoroughness is a great addition. However with drug shortages and drug availability in general, this creates an opportunity for error. Previous versions did not include the concentration and volume of medication to be administered, only the dose in milligrams or micrograms depending on the drug. In the past, due to the low volume nature of pediatric pts and the concern for availability of info, we created a drip chart for the nursing staff that included the drug stocked on the cart and the volume needed. These charts hang on the outside of the cart and are a larger font for the nurse drawing up medications to see. Now, with the new tapes, there are times the product we carry is not one of the multiple concentrations listed (for example magnesium sulfate). We have done several strategic sessions to try to orient the staff to this issue, and updated our drip charts with the highlighted concentrations that we stock. However, we still see confusion with this issue. Thank you. (B)(4), email: [email protected], access number: (B)(4).